Event description:
It was reported that the patient's implantable pulse generator (ipg) is no longer functioning as intended. The patient underwent an ipg revision procedure.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient's implantable pulse generator (ipg) is no longer functioning as intended. The patient underwent an ipg revision procedure.